Event description:
It was reported that, recently, the patient hadn¿t always felt the numbing sensation when he received a personal therapy manager (ptm) bolus. Based on logs, it appeared that most of the patient¿s boluses were being delivered. On the day of the report, the healthcare provider (hcp) programmed a bolus equal to the patient¿s ptm bolus, and he felt numbness as expected. The patient felt that, in the week prior to this report, it started to work better again. A dye study was being considered. On the day of the report, the expected reservoir volume (erv) was about 3ml and the actual reservoir volume (arv) was about 5.8ml. At the previous refill, the volumes were closer. The event was to be discussed with the healthcare provider (hcp) to see if he wanted to try further troubleshooting or wait until the next refill to see if further volume discrepancies occurred, or if the patient reported further inconsistencies with expected sensation from ptm boluses. The device system was used to deliver fentanyl and bupivacaine. 2014 (B)(6) (comm (B)(4)/hcp): it was later reported that the refill before the most recent refill had an erv of 7.7ml and an arv of 9ml. At the time of this report, the hcp was going to rule out a granuloma. The hcp was going to schedule a dye study and an x-ray of the thoracic spine. It was later reported that a possible catheter kinking was questioned. At the time of this report, the patient was receiving effective therapy. The numbness associated with the personal therapy manager (ptm) boluses is addressed in a separate event.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-1, lot# n242817, implanted: 2010 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).